Event description:
The customer reported on (B)(6) 2014 at 11:00 am he acticated a new pod and his blood glucose and insulin history is as follows: time: 12:35 pm, bg(mmol/l): 13.9, (mg/l): 250, bolus(u): 1.95; time: 1:15 pm, bg (mmol/l): 12.6, (mg/l): 227. At 1:30 pm, the pod was deactivated and he noticed the cannula was bent. He was able to activate a new pod and at 2:30 pm his bg was reading 9.5 mmol/l so he have a bolus on 0.1 unit of insulin.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product met all acceptance criteria.